Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Multiple cracks were observed along the pump battery compartment. The battery cap did not fully secure to the pump due to damaged threads and the battery compartment cracks; a test cap also did not properly secure to the pump. Evidence of moisture contamination was found in the battery compartment, and a leak test confirmed a battery compartment leak due to the cracks. The pump case was removed and additional evidence of moisture contamination was observed. Additionally, the pump display screen was faded, discolored, and difficult to read. When replaced with a test display, the screen functioned properly.

Event description:
The pump was returned for investigation. Investigation revealed multiple battery compartment cracks, moisture ingress, a battery compartment leak, a damaged battery cap, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.